Event description:
Reason for report: significant chemical, physical or other change or deterioration in the device or any failure of the device to meet the specs established in the approved PMA that could not cause or contribute to death or serious injury but are not correctable by adjustments or other maintenance procedures described in the approved labeling. Physician had difficulty tightening the setscrew, at implant. Analysis of the returned pacemaker showed that the setscrew hex socket had silicone adhesive in it, preventing engagement of the screwdriver. The co does not plan to undertake corrective action at this time. The co tests each setscrew on a simulated lead pin, using the screwdriver shipped with that pacemaker, before sterilization. It should be noted that submission of this report does not constitute an admission that the MFR (ela medical, s.a.) Or product caused or contributed to the event.